Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the device was malfunctioning and they had high blood glucose levels. The customer's blood glucose level was 565 mg/dl at the time of incident, but was 572 mg/dl at the time of call. The customer stated they corrected with a bolus but the levels did not decrease, so the customer treated with a manual injection. The customer did not feel well and reported feeling nauseated. The customer completed troubleshooting, however they did not find any loose drive support caps, air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, or incorrect settings. It was stated that the customer's doctor recently increased the basal rates. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. The customer's infusion sets were replaced, and was asked to return the other infusion sets for analysis.